Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately sixteen and a half months after hvad implantation this bivad patient was admitted for sub therapeutic inr with slight power increase noted on rvad. Initially there were no clinical issues associated with the high power and hemolysis markers were within normal range. Patient was treated with heparin and tirofiban infusion. Patient has been listed for urgent transplant. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient received treatment for suspected thrombus. Patient remained hospitalized and was listed for urgent transplant. The rvad and lvad pumps remain implanted and will not be returned to the manufacturer for evaluation, however, review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the log files confirmed the reported event, which revealed the patient was operating outside the normal range from (B)(6) 2014 on pump (B)(4). A slight increase in power consumption was also noted for pump, (B)(4), however, parameters remained within normal operation. A possible root cause for the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.